Manufacturer narrative:
The tsh, ft3, cea, vidt3, and anti-hbs lot numbers and expiration dates were not provided. The customer stated they encountered a signal drop and data alarms indicating <test alarms and >sig l alarms randomly across many tests. The alarm race showed abnormal low signal alarms and an abnormal aspiration (sample probe) alarm. The field service engineer (fse) identified a malfunction in the pinch valve due to aging. He replaced the pinch valve. Qc was performed and it was acceptable. The root cause was consistent with a maintenance issue (a defective pinch valve).

Event description:
We received an allegation about discrepant results for 10 patients' samples tested with multiple assays on a cobas e801 immunoassay analyzer. Sample 1: tsh: initial result: 0.0133 uiu/ml. Repeat result: 1.05 uiu/ml. Ft3: initial result: 2.79 pg/ml. Repeat result: 1.67 pg/ml. Sample 2: tsh: initial result: 0.0554 uiu/ml. Repeat result: 2.22 uiu/ml. Ft3: initial result: 15.6 pg/ml. Repeat result: 1.70 pg/ml. Sample 3: cea: initial result: 0.300 ng/ml (accompanied by a data flag). Repeat result: 0.803 ng/ml. Tsh: initial result: 0.0204 uiu/ml. Repeat result: 0.946 uiu/ml. Ft3: initial result: 19.1 pg/ml. Repeat result: 3.06 pg/ml. Vidt3: initial result: 120 ng/ml (accompanied by a data flag). Repeat result: 23.6 ng/ml. Sample 4: tsh: initial result: 0.0935 uiu/ml. Repeat result: 3.40 uiu/ml. Ft3: initial result: 18.3 pg/ml. Repeat result: 1.19 pg/ml. Sample 5: anti-hbs: initial result: 2.00 iu/l (accompanied by a data flag). Repeat result: 409 iu/l. Sample 6: anti-hbs: initial result: 19.5 iu/l. Repeat result: 1000 iu/l (accompanied by a data flag). Sample 7: tsh: initial result: 0.0977 uiu/ml. Repeat result: 3.84 uiu/ml. Sample 8: tsh: initial result: 0.0270 uiu/ml. Repeat result: 1.53 uiu/ml. Sample 9: tsh: initial result: 0.110 uiu/ml. Repeat result: 6.82 uiu/ml. Sample 10: tsh: initial result: 0.300 uiu/ml (accompanied by a data flag). Repeat result: 10.9 uiu/ml.